Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel perforation occurred. Vascular access was obtained via antegrade approach. The chronic totally occluded target lesion was located in the right coronary artery (rca). Several synergy stents were implanted and post-dilatation was performed with a 5.0x12mm nc quantum apex balloon catheter. The physician noticed a perforation in the mid rca. A non-bsc stent was used to cover the areas and the procedure was completed. Echocardiogram revealed trace of blood. There were no changes in the patient vital signs and no further patient complications were reported.